Event description:
The customer stated they failed the shift check related to pads. The customer stated no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.